Event description:
The physician attempted arteriotomy closure with the closer s 6 fr device after a diagnostic procedure. There were two devices that were not able to be advanced or achieve mark after insertion. A 6 fr sheath was reintroduced and pulses were assessed and reported to be "bounding". The patient's blood pressure was reported to be 180/74. The 6 fr. Sheath was removed and manual compression was applied. It was reported that just after manual compression was initiated, the patient experienced a vasovagal episode where "pressures dropped". The specific medications given during the episode were unknown to the reporter. When manual compression was completed, the patient's pulses were assessed and noted to be absent. It was unknown to the reporter if anticoagulation therapy was initiated. The patient was taken to surgery for a thrombectomy. The surgeon stated "the clot appeared old and had shifted due to either the closer or manual compression". The surgeon was not able to determine the cause of the shift of the clot. The patient has been transferred to another facility for a planned coronary intervention. There has been no report of further adverse patient sequelae.